Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of fluid leakage is inconclusive due to poor sample condition. Two photos and one video sample of a 4 fr groshong nxt catheter were provided for evaluation. The two photos showed the catheter being held outside of patient use. A red circle is drawn over the catheter at the 33 cm depth marker. The video sample provided also displayed the same region as the photos. Residues were noted near the 33 cm depth marker; however, the presence of a split could not be clearly determined. A review of the manufacture quality records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Since the reported complaint of a leak could not be confirmed from the information provided, the complaint is inconclusive at this time.

Event description:
It was reported on (B)(6) 2022, the patient was admitted to hospital for breast cancer, and a PICC catheter was inserted. On the afternoon of (B)(6) 2023, the nurse found continuous fluid leakage at the puncture point during maintenance of the PICC catheter, which could not be used normally. Immediately, the catheter was pulled out, and a crease was found 2cm away from the puncture point, and a broken mouth was found 4cm away.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported on (B)(6) 2022, the patient was admitted to hospital for breast cancer, and a PICC catheter was inserted. On the afternoon of (B)(6) 2023, the nurse found continuous fluid leakage at the puncture point during maintenance of the PICC catheter, which could not be used normally. Immediately, the catheter was pulled out, and a crease was found 2cm away from the puncture point, and a broken mouth was found 4cm away.